Manufacturer narrative:
Evaluation conclusions: conclusions not yet available. Evaluation in progress. The failure investigation is currently in progress; therefore, results are not yet available and no conclusion can be drawn at this time. The MFR will continue to investigate all reasonably obtainable sources of info and will provide results and updated conclusion in a supplemental MFR medwatch report.

Event description:
An impella 2.5 device was inserted and advanced into the left ventricle over a .018" guidewire for prophylactic support during a high risk percutaneous coronary intervention (hrpci). The distal tip of the .018" guidewire appeared 'split' when withdrawn from the pt. Pt vasculature and left ventricle were evaluated under fluoroscopy and no part of the wire was observed. The impella device was left in the pt and the physician continued with the intervention; lad and circumflex arteries were ballooned and stented. The impella 2.5 device was removed and pt was doing fine following the procedure. The .018" guidewire was returned to abiomed. A visual inspection under magnification revealed that the distal tip was missing. Follow up with the physician confirmed that the pt was still doing fine and displayed no side effects. The physician did not believe that any portion of the wire was in the pt because the vasculature and left ventricle were evaluated under fluoroscopy during the case and nothing was observed.